Manufacturer narrative:
(B)(4). Date sent: 6/14/2023. Additional information was requested, and the following was obtained: what were the indications for surgery?neoplasia sigma did the patient receive any preoperative chemotherapy or radiation?no what healthcare professional fired the device and what is his/her experience with the device?good,nothing to declare where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)?middle-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?yes did they do a double stapling technique? Yes knight-griffen were there any issues with device use/firing?no what confirmation was received that the device completed the firing sequence?ring breaking noise and green check was the green checkmark visible at the end of the firing?yes how many counter-clockwise revolutions of the adjusting knob were used to open the device?2,2:30 was a complete transection of the white breakaway washer visually confirmed?yes were the donuts inspected? If so, please describe.yes they were perfect were there any issues noted with staple formation? If so, please describe the shape and location. No was the staple line visualized endoscopically during the initial surgical procedure?no how was the leak identified?a few days post with a tac what was observed at the site of the leak upon reoperation?staples were missed in the rear how was the leak addressed? In anastomosis what is the current patient status? Hospitalized please explain what is meant with words 'introflected' and 'agraphes' as mentioned within event description. Agraphs clips;introflected introverted,colon was inverted towards the stapler furthermore following question was answered with 'yes', but no details were provided about exact adverse event: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes,infection and bleeding post op additional information received: when the device was removed, the colon did come out through the rectum so it was difficult to remove. But days later the reoperated and the staplers were missing in the rear part. When they fired the device, they did not fire across another staple line. They used the purse string technique. The rep is not sure if it possible that the entire colon was not in the anvil but the leak test after the original procedure was fine. The leak occurred 3-4 days after the original procedure. The surgeon has only been using since january. Per the surgeon, the patient had issue 3rd day post-op. The patient was brought back for an anastomotic leak. The patient is currently okay but had to go through another surgery. In the initial procedure, there was no difficulty with the device beyond removal. The device was difficult to remove even with the surgeon following the proper steps for removal. The anvil of circular was positioned through the purse string. The staple line was not examined inside the lumen after the difficulty of removing. There was a leak test, and it was negative. As far as staple formation, in the re-op the staple line was missing staples in the rear. No tissue necrosis. Proper device removal steps was shared. The surgeon confirmed those were the step used to remove the device. To reassure the surgeon on the safety of the product functionality, the global complaint rates for this type of event was shared.

Event description:
It was reported that during a sigmoid colon resection the stapler worked well but they tell us that during the extraction phase they had extreme difficulty in extracting it, saying that part of the colon seemed attached to it and therefore introflected with it. After that they carried out a pneumatic test which, however, did not report anything. The patient was reoperated on (B)(6) and she had a leak. It seems that the stapler don't put a graphs in the right posterolateral part. The patient did experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. The patient did require revision surgery. The date of revision surgery was (B)(6) 2023.

Manufacturer narrative:
(B)(4). Date sent: 5/30/2023. D4: batch # 809a28. Photo analysis: this is an analysis of a set of photos submitted for evaluation. During the visual analysis, the following was observed: all photos show a tissue with a complete staple line, no malformed staples could be seen on any photo and no apparent damage was observed on the tissue or the staple line. Based on the photos reviewed the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.